Event description:
It was reported that the customer was hospitalized last (B)(6) 2015 due to high blood glucose. Customer stated that her blood glucose was over 600mg/dl and when she was hospitalized it was over 800 mg/dl. Customer reported that she has dropped the insulin pump several times but no physical damage. Troubleshooting was done. Customer's blood glucose at the time of hospitalization was 512mg/dl or 581 mg/dl. Customer stated that she has neuropathy, she had stimulator for her back and unable to move her feet well. She was unable to get to bed and had chills, nauseous and hot. Customer was not in an accident and cause of hospitalization was renal failure and high blood glucose. Customer was wearing the insulin pump at the time of the event. Troubleshooting was not completed due to customer does not have tubing clamps available. Customer will back to complete the troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.